Manufacturer narrative:
Cause investigation and conclusion: additional information to the event, anatomical conditions, device information, patient information, and dicom imaging series for evaluation have been requested from the physician. The answers are captured in sections 2 and 3. The serial number of the device was requested but remains unknown. Therefore, a review of the manufacturing records could not be performed. A product specialist and an explant scientist reviewed the case information, no information was provided and no apparent defects were observed on the devices. Additional information on the incident was requested but not provided by the third party. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. The risk management documents for the gore® excluder® aaa endoprosthesis were reviewed. No potential new or different reasonably foreseeable risk related to the device or its use were identified based on this event. The benefit of the product has been assessed against the overall residual risk and determined that the benefit of the product outweighs the risk to the patient. Ongoing risk/benefit assessment and acceptability of residual risk serves to reaffirm risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore monitors complaints closely to ensure that risks remain within the bounds estimated in the risk management documents.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Evaluation codes: type of investigation b13- additional information in regard to the event of the case was requested from the physician. The provided additional information is captured in the event description. Other code: the medical device returned to a third party for further investigation. The analysis report was shared with gore and evaluated appropriately. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient was treated on an unknown date with the implantation of gore® excluder® aaa endoprostheses for an unknown indication. It was reported that the device was explanted on an unknown date for unknown reasons. No additionally information is currently available.